Manufacturer narrative:
The reported issue has been identified as a software problem. Spacelabs has initiated a field corrective action and notified the FDA (B)(4) district office of this action on august 25th, 2016 (recall report number: 3010157426-08/25/16-003-c). We also began notifying customers of this activity with a letter dated august 25th, 2016. This investigation is considered complete and the issue closed.

Manufacturer narrative:
Spacelabs received the report from the customer for this issue on 6/24/2016, however on 7/28/2016 additional information was received that changed the determination to a reportable event. Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016 the xhibit central monitor system displayed an "offline" message in the patient zone for one telemetry patient. Discharging and readmitting the patient within the xhibit system brought the patient zone back online. No injury was reported as a result of this event.